Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient died approximately 3 weeks following the implant of the implantable cardioverter defibrillator (ICD) system. Device interrogation revealed there was untreated ventricular tachycardia (vt). Defibrillation followed and was successful but was reported to be too late to save the patient. The physician reported that post mortem autopsy concluded cause of death was myocardial infarction.